Event description:
It was reported that the foley catheter during pre-test, the valve on the inflation valve was broken and water flowed back when the syringe was removed. Per investigator's notification received on 04sep2025, it was reported that the balloon was mushroomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during pre-test, the valve on the inflation valve was broken and water flowed back when the syringe was removed. Per investigator's notification received on 04sep2025, it was reported that the balloon was mushroomed.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11291030. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection noted the balloon had mushroomed. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and the solution immediately leaked out of the inflation value. Also received 4 photo samples: first photo sample shows top view of catheter and syringe used for reported event. Second photo sample shows top view of trifurcation site. Third photo sample shows end of catheter with balloon mushroomed. Fourth photo sample shows inflation cap. Per CAPA 11291030, the identified potential root cause for this failure is that the core pins used in balloon molding were found to be out of specification. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11291030. Refer to CAPA 11291030 for further details. Correction made to tab d. Initial reporter complete facility name:(B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.